Event description:
This lead was capped due to noise resulting in inappropriate therapy. There was noise with moving arm above head. Should additional information become available, this file will be updated.

Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.